Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer was treated with insulin pump. Customer had rash around the sensor. Customer reports that they did not receive medical treatment as a result of the site issue. The insulin pump will not be returned for analysis.